Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent esophagoplasty and gastroplasty, and on the fourth postoperative day, the patient evolved with fistula, and exploratory laparotomy was performed. This resulted to extend patient hospitalization. The patient died.

Event description:
According to the reporter, the patient underwent esophagoplasty and gastroplasty, and on the fourth postoperative day, the patient evolved with fistula, and exploratory laparotomy was performed to close the fistula on the pouch. This resulted to extended surgical time of more than 30 minutes and extend patient hospitalization for 26 days. It was also reported that the patient evolved with clinical complication (sepsis, acute respiratory anguish syndrome). The patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be issued.

Event description:
According to the reporter, the patient underwent esophagoplasty and gastroplasty, and on the fourth postoperative day, the patient evolved with fistula, and exploratory laparotomy was performed. This resulted to extend patient hospitalization. On april 5th due to evolving clinical complications that included, sepsis, acute respiratory anguish syndrome, the patient was reopened in the intensive therapy unit. The patient¿s complications evolved, and she died on (B)(6) 2019. The customer informed us that no autopsy was performed. It is unknown at this time if the device caused or contributed to the event. The device will not be returned for investigation.